Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the helix was tested prior to insertion and the helix was unable to be retracted. The lead was replaced. There were no patient consequences.